Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: (incorrect user technique employed).

Event description:
The physician was attempting to attach a 2.0 mm diameter x 12 mm length sprinter legend balloon to an inflation device. When the balloon was being attached to the inflation device the luer and strain relief broke off the device. Another balloon was prepared. The device had been inspected prior to use with issues noted. No issues were experienced during connection of the luer of the device and the connection with the inflation device or syringe. No clinical sequelae were reported.